Event description:
Portable monitor was being used for transport from pacu to ccu; nurse witnessed the flashing asystole alarm on the monitor and noted the rhythm to be fine v-fib. There were no alarms sounding. There was no lethal rhythm strip printing out. Immediate heart tone and pulses were checked per auscultation. None were detected. Chest compressions were started and code called.